Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly, mated hemostasis sheath and locator were received along with the header bag and guidewire. Visual inspection revealed that the bypass tube was not returned. The deployment sleeve of the device was in forward position and the colored bands were not exposed. No other anomalies were observed on the carrier tube assembly. The monofold on the hemostasis sheath appeared normal and the transition was smooth. A kink was observed on the sheath shaft just below the hub. The tip of the locator was damaged. No other visual anomalies were noted. Functional testing was performed. A new bypass tube was obtained and attempted to fix over the anchor, however it was not possible due to expanded collagen. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.080'' which was within the specification of 0.080" +/- 0.005. The measurement was within the manufacturer's specifications. The complaint can be confirmed for assembly difficulty of sheath and carrier tube assembly. Based on the returned device, it is likely that the bypass tube was lost while attempting to advance the carrier tube through the sheath hub. The kink observed on the sheath shaft below the hub could also be a likely result of the difficulty experienced. The functional testing was unable to be completed as the collagen has already expanded upon contact with blood like substance. Dimensional testing of the carrier tube was within specification the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date of birth: born in 1968. Race: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician successfully punctured the right femoral artery after repeated attempts at right radial artery puncture failed. The 6f sheath was inserted, and 3000 units of heparin were given. The treatment was performed according to coronary angiographic results. After exchange the sheath, complete blood vessel positioning. When the angio-seal device was inserted into the sheath, it was found that the two did not fit perfectly so, the physician changed to a new one and finished the operation. There was no patient injury/medical or surgical intervention required. The patient was reported to be in stable condition. Additional information was received on 20sept2020. The procedure performed prior to the use of the angio-seal device was a percutaneous coronary intervention.